Event description:
A patient's ot basic meter was falling out of calibration. Calibration was falling low. Patient cleans the meter properly and check strip still falls out of range. Ccr was unable to resolve the issue with calibration. Ccr replaced meter for patient.